Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor removal was not possible during the first attempt because the sensor could not be grabbed. A second attempt was made on 16 march 2022 and the sensor was successfully removed. This incident does not require any further investigation.

Event description:
On february 22, 2024, senseonics was made aware of an incident where previous sensor could not be removed during initial removal procedure on (B)(6) 2022. The sensor was inserted on (B)(6) 2022. The hcp at that time could not remove the sensor as it could not be grabbed. A second attempt was made on (B)(6) 2023 where it was successfully removed. The incident was made aware on (B)(6) 2024.